Event description:
Litigation alleges patient had pain and lack of mobility after asr hip implants.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed. (B)(4).

Event description:
Update rec'd 09/16/2014 - plaintiff's preliminary disclosure form was received, which identified dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 09/29/2014.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 1/15/2014 - medical records received. Upon revision, an excess of fluid and no ingrowth on the acetabular cup were noted. The information received does not change the MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 09/04/2014 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 09/16/14.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.